Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received multiple pump not primed warnings over the past couple of weeks. Review of alarm history confirmed that there was a low cartridge alert in the morning prior to the call. Patient stated that there was no trauma to the pump, tubing was not pulled, and used/stored supplies at room temperature. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.